Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged lead screw thread. This condition went unrepaired due to the customer's refusal of the repair estimate. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump required the replacement of a lead screw thread. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.